Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Corneal injury and blurry vision are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference #: (B)(4). Submitted to FDA on 05/12/2017.

Event description:
It was reported through a clinical study that a patient implanted with an istent in the left eye presented one month postoperatively with significant corneal complications diagnosed as micro cystic edema requiring prednisolone acetate. The patient also presented with mild blurry vision/visual disturbances that did not require intervention.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received through the clinical study on 07/06/2017. It was reported that the patient had recovered from the significant corneal complications at the three month postoperative visit.